Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of the right ventricular (rv) lead it is believed that a small perforation occurred due to patient's thin cardiac wall. The physician attempted multiple spots to place the rv lead, but ended up settling with r-waves of 9-10mv and impedance of 1660 ohms and the case was stopped due to a reported drop in patient's blood pressure. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Additional information received indicated the patient had a pericardial effusion due to the lead perforation and a lead revision was done. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.